Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. The cause fluid ingress in the purge assembly most likely played a role, but there was no visible buildup of glucose on the purge pressure optical sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. There was a purge failure which prompted the team to replace the aic. The IFU was followed and a backup console utilized for support. Additional information was provided that noted the patient expired.